Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/23/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and fibromyalgia.

Event description:
Patient reported left side having been diagnosed with "fibromyalgia". Healthcare professional later reported left side rupture. Device has bee explanted

Event description:
Patient reported left side having been diagnosed with "fibromyalgia". Healthcare professional later reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, broken shell, observed 40 mm dark patch edge material inside gel device, red particles in the shell and gel. A visual and microscopic analysis was performed which identified: crease sharp broken on radius, striated broken, striated opening, crease fold, wear abrasion, missing piece of the shell and stress marks. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of broken shell assessed as fold flaw opening. Striated opening and broken assessed as surgical damage. Missing shell assessed as inconclusive.